Manufacturer narrative:
This report is submitted on 17 february 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown). Surgery to reposition the magnet was completed on (B)(6) 2020. The implanted device remains.